Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, only a distal portion of the lead was returned in one piece for analysis, measuring 54.4 cm. Visual inspection of the lead found an external insulation abrasion exposing the outer coil at 21.5 cm to 21.8 cm from the distal tip. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart. The other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.